Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient stated that they believed that the cycler was giving them an electrical current when dialyzing. The patient confirmed that they did not develop and symptoms, injury, adverse event, or require medical intervention as a result of the reported complaint. The patient stated that there was no pain, but described it as a "sensation". The patient confirmed they are continuing pd therapy without issue.